Manufacturer narrative:
Failure analysis determined that the insulin pump was not able to prime due to a faulty force sensor resistor. There was no a33 alarm noted. The insulin pump was determined to have a scratched lcd window, cracked display window corners and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that she received an a33 alarm on (B)(6) 2014 and again on (B)(6) 2014, while trying to change her son's insulin. At the time of the call, the customer's blood glucose level was 299 mg/dl. The customer treated with the insulin pump. Troubleshooting was done with the customer's mom. During the manual prime process, the customer stated that insulin was squirting out. The customer was advised to return the insulin pump and revert to a back-up plan. The insulin pump is being returned for analysis.